Event description:
The surgeon attempted to implant an aq5010v silicone three piece lens but the optic fractured while being inserted. There was no pt contact or injury. The contact stated it was unknown as to why the optic was damaged. An msi-tm injector and an aq cartridge fp were used, but the contact was unable to recall the lot numbers.

Manufacturer narrative:
Eval results: visual inspection of the product found the optic torn and one haptic torn off and missing. There was evidence of surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.